Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer reported a blood glucose level of 200 (mg/dl). The current pump will continue to be used for diabetes management.

Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.